Event description:
The user stated they were getting erratic blood results with urine samples. Of the data provided, two samples were found to be discrepant. The user visually read the strip and got a 2 plus reading and then tested a new strip on the meter and got a negative reading. No info was provided to determine if any erroneous results were reported or if the pts were adversely affected. If add'l info is received, appropriate notification will be provided.

Event description:
The user stated they were getting erratic blood results with urine samples. Of the data provided, two samples were found to be discrepant. Sample 1 had a negative reading for blood on the meter and then the user dipped a new strip and read it visually with a 2 plus reading which is equal to 250 ery per ul. No info was provided to determine if any erroneous results were reported or if the pts were adversely affected. If add'l info is received, appropriate notification will be provided.